Event description:
I'm having an allergic reaction to the nickel in the coils. I have itching all over my body, severe headaches, nausea an vomiting, bloating, pelvic pain, constant vaginal bleeding, chest pains with increased heart rate, fatigue, night sweats, and dizziness. I passed out a week after essure being placed due to the reaction. (B)(4).